Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. The inlet line proximal filter was observed to have been occluded, and the proximal filter was replaced. The following were tests performed and normal operations were ensured: final test, battery checking, valve checking, a test run, cleaning, and the software was confirmed to be v1.06.05.00.